Manufacturer narrative:
The device has been received. However, the device analysis is still underway. A supplemental report will be submitted. Linked events: 2029214-2018-00230, 2029214-2018-00231. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the marathon catheter distal marker visibility varied from another of the same lot. There was no patient injury. This event occurred in external carotid artery (eca) arteriovenous fistula (avf).

Manufacturer narrative:
The marathon micro catheter was returned for analysis within a shipping box; and within two plastic bags. Upon visual inspection. No issues were found with the marathon micro catheter hub, body or distal tip. What appears to be dried liquid embolic residue was found within the marathon micro catheter hub. No damages or irregularities were found with the distal marker band. No other anomalies were observed. Based on the device analysis and reported information, the report of poor marker band visualization could not be confirmed, and the cause could not be determined. The returned marathon evaluation did not reveal any evidence that the catheter was defective. There were no damages or issues found with the marker band that would have contributed to the reported issue. The lot history record review showed no discrepancies that would have contributed to the reported experience. In addition, all products are 100% inspected for damages and irregularities during manufacture. Per the marathon IFU (instructions for use): ¿the catheter has a radiopaque marker at the distal end to facilitate fluoroscopic visualization.¿ if information is provided in the future, a supplemental report will be issued.